Event description:
It was reported that upon interrogation during a therapy upgrade/downgrade procedure, this right atrial (ra) lead exhibited inappropriate pacing with patient in atrial fibrillation, no p waves. The physician attempted to reposition this lead and left it in place when unable to do so. No adverse patient effects were reported. The lead remains in service.